Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) corrected sections as of 01-oct-2019: h11: most likely underlying root cause changed from mlc-22: client is testing with expired test strips to mlc-12: product expired. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 75-80mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is 3/16/2019 (expired). The meter memory was reviewed for previous test result history. Result 1: lo fasting, result 2: lo fasting, result 3: lo fasting, result 4: lo fasting, result 5: 131mg/dl fasting.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 75-80mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is 3/16/2019 (expired). The meter memory was reviewed for previous test result history. Result 1: lo fasting, result 2: lo fasting, result 3: lo fasting, result 4: lo fasting, result 5: 131mg/dl fasting.

Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) corrected sections as of 01-oct-2019: h11: most likely underlying root cause changed from mlc-22: client is testing with expired test strips to mlc-12: product expired. Internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo display. The expected fasting blood glucose test result range is 75-80mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 02/17/2019 and open vial date is 3/16/2019 (expired). The meter memory was reviewed for previous test result history. (B)(6).